Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified intraperitoneal drug (dose, duration and frequency not reported) for peritonitis. On an unreported date during hospitalization, dianeal therapy was discontinued. At the time of this report, the patient was not recovered from this peritonitis event. No additional information is available.